Event description:
Adjustable pressure limiting valve not releasing airway pressure in bag mode during spontaneous breathing. Clinician had to remove rebreathing bag during procedure to release airway pressure to prevent potential barotrauma to patient.